Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced pain at the lead site. Consequently, surgical intervention was taken on (B)(6) 2015 where the leads were repositioned. Further follow up identified the pain has resolved.